Event description:
A customer reported a malfunction in their tandem pump, identified by error code 199, which was confirmed as a pump malfunction by the technical support team. There was no adverse impact on the customer's blood glucose level. The technical support team guided the customer through resetting the pump, which initially resolved the issue, but the malfunction reoccurred. As a result, the customer was provided with a replacement pump and instructed on how to return the faulty pump using a prepaid label. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.